Manufacturer narrative:
Per additional information obtained, it is unknown if deviations from the IFU (instructions for use) in regard to reprocessing steps occurred in reference to the foreign material being present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white foreign material (possibly simethicone) in the air/water channel could not be identified. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During examination, the following additional issues were identified: the light cover glass was chipped; the distal end adhesive was worn; the down angle was out of specifications. The right angle test failed (straining was observed). The electrical safety test failed (not to specifications). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had high pressure flow due to a blocked air/water channel. An olympus field service engineer performed examination of the device. Upon inspection and testing, foreign material white crystallized contamination was found. The substance was consistent with infacol (simethicone) and it was clogged in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.